Manufacturer narrative:
No medwatch form received from user facility. No product returned as of this date despite several requests. Should the device be returned a follow up report will be submitted.

Event description:
It is alleged that during a labral repair, the anchor 'stripped' during insertion, and surgeon was unable to seat the anchor properly. It is alleged there was a one hour delay while the surgeon removed the anchor from the bone. The procedure was then completed. No injury.